Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a post-op patient was admitted with a high dose levophed infusion. Shortly after arrival to the unit, the patient became hypotensive with a systolic pressure in the 50s. Several nurses and physicians were resuscitating the patient with fluid boluses and titration of the levophed. The channel alarmed for communication error. The levophed was moved to another pump and restarted; however, half of an ampule of epinephrine was administered to ensure the patient did not have a cardiac arrest. There was no report of lasting harm to the patient. The device was removed from service and sent to biomed. Although requested, no additional event or patient information was provided.